Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection revealed a longitudinal crack approximately 0.5 cm in length on the blue air vent. Gravity testing revealed a leak through the crack. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the air vent of a vented paclitaxel set. This occurred during priming. There was no patient involvement. No additional information is available.